Event description:
During an unknown procedure, after the dr fired the device, it wouldn't cut the tissue and couldn't be removed. The dr had to cut the purse-string suture and remove the handle. There was no pt consequence reported. There was bleeding during the procedure. Not noted how case completed.